Event description:
It was reported that an inflatable penile prosthesis (ipp) procedure was performed due to unknown reason. The previous device was removed and a new ipp system was implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The ipp was replaced because it was not inflating. The specific issue was not provided. The patient is recovering from surgery.